Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 293 mg/dl while the system showed no insulin delivery alerts, and the user noted suspected scar tissue at the infusion site; the user removed the teflon infusion set without a bent needle observed and reported bleeding at the site, after which a new infusion set and tubing were inserted with guidance and the user was advised to allow 90 minutes for glucose to return toward range, with blood glucose of 291 mg/dl at the end of the interaction. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with continued device use. Investigation included user interview and review of device use and infusion site handling. Investigation of this case revealed that the event was consistent with impaired insulin absorption or site compromise potentially related to scar tissue or a compromised infusion site, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.